Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/19/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found h6 component code: c22 - video analysis additional information: d4, h4, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified video investigational summary: this is an analysis for a video submitted to ethicon for evaluation. During the visual analysis, the following was observed: the video shows a foil labeled nw9304 product code, lot number t3006, expiration date 2028-04, and a paper lid with the same information. Users apply force to the suture and it breaks. The video is not clear to determine the force applied to the sample. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, we got a complain from one of our uro surgeon form that the pds suture he is using is not having strength. It breaks with out taking any load. He has also given some of the videos. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: ¿ what is the account name? (B)(4). ¿ when did the suture break (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. During surgery. ¿ how many devices demonstrated the alleged deficiency? (B)(4). ¿ is the product available to be returned for evaluation? No as prescription based suture. ¿kindly confirm device return status and provide tracking details if available. Na. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Dr (B)(6). "D4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.